Event description:
It was reported that during a shoulder arthroscopy case, within a couple of minutes of use, the tip of the unit broke off and fell in the pt. The account reports that this occurred to a total of three units. It was further reported that some of the broken tips were in little pieces and were retrieved from the pt. The case was completed but a delay of over an hour was reported. It is unk if there were any adverse consequences. Further, the company rep feels sixty percent sure that all broken pieces were removed.

Manufacturer narrative:
It was reported that a quantity of three units were implicated in the event. Upon receipt of the units, it was confirmed that only two units experienced "tip breakage". A second medwatch report will be issued for the second unit. Additional info will be provided once the investigation has been completed.